Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® edta 2k had no label or missing label information.

Manufacturer narrative:
Medical device type: updated to indicate correct device type jka. PMA / 510(k)#: updated to indicate correct 510(k) number k981013.

Manufacturer narrative:
Medical device brand name: copy and paste error, this field was changed to indicate "bd vacutainer® edta 2k" as the brand name.